Manufacturer narrative:
The device was evaluated by a zoll-approved service provider. The customer's report was observed during initial testing; however, after disassembling the device to determine the root cause, the report was no longer seen. The processor/bridge/pace board and defib flex cable were replaced as a precaution. The device was recertified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.